Manufacturer narrative:
H11: corrected data: corrected method coding to section h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
UDI# (B)(4). In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device has not been returned for evaluation. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported through the implant patient registry that a 29mm 6900ptfx mitral valve was explanted after an implant duration of two (2) years and three (3) months due to unknown reason. The explanted valve was replaced with a 29mm 6900ptfx mitral valve. The patient was noted to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.